Manufacturer narrative:
The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this report of unspecified software failure (with no reported patient impact or intervention), provides limited information to determine what the failure was (e.g., software update required; software version incorrect; unreported system error; etc.). At this time, there is no information that would reasonably suggest that this vague report would be likely to cause or contribute to a death or serious injury were it to recur.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had corrupted software. There was no patient involvement. No additional information is available.